Event description:
Received info stating customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, the cartridge had been in use 13 days.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.